Event description:
It was reported that this tachy lead was part of a system revision due to infection. There were no additional adverse patient effects were reported. This tachy lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the product explant date and report source.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this tachy lead was part of a system revision due to infection. There were no additional adverse patient effects were reported. This tachy lead was explanted.